Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported a broken cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that both pitch cables were found to be broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. As a result to this damage, the instrument's movement could not be precise. The customer reported complaint does not itself constitute a reportable event; however, the broken cables if to reoccur could cause or contribute to an adverse event.